Event description:
The ge oec 9800 fluoroscopy system images to dark to be useful. Image quality issues.

Manufacturer narrative:
A ge oec service representative investigated the issue, removed and replaced the collimator high voltage cable. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.